Event description:
Patient reported capsular contracture baker grade unknown, knots, pain. Patient also reported breathing issues, pain in side and chest feeling heavy. This record is for left side. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Patient reported capsular contracture baker grade unknown, knots, pain. Patient also reported breathing issues, pain in side and chest feeling heavy. This record is for left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, b6.

Event description:
Device has been explanted.